Manufacturer narrative:
Date sent to the FDA: 10/18/2022 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2017 during which the surgeon noted we soon found her previous mesh which was densely adherent to the underlying small bowel. We lysed adhesions between the bowel, mesh and abdominal wall for more than two hours using blunt, sharp, and electrocautery techniques. One section of the bowel was intimately connected to the mesh and an enterotomy was made while lysing adhesions. This was inherent to the procedure and anatomy and ultimately resected. They were able to remove all the mesh from the bowel as they were inseparable so they planned to reset this section of the bowel. It was reported that the patient underwent removal surgery on 10/18/2017. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.